Event description:
It was reported to philips that the host pc had a memory problem. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite, and it was determined that the problem could be related to the hard disk connection or a minor build up of dust. After reviewing log file, fse found that host pc failure. Upon troubleshooting, fse found that that issue may have been with hard disk connection. To resolve the issue, fse re seated the connection hdd (hard disk drive). After reseating the hdd connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.